Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have been having incidents with their implantable pulse generator (ipg) since they were in an accident. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was in a motor vehicle accident and was experiencing pain around their implantable pulse generator (ipg). However, the pain has not reoccurred.